Event description:
During code response lifepak 9p unit set 200 joules did not deliver charge. Unit monitor indicated "charge removed". Three attempts were made at the same setting without success. Unit operator felt charge was lost when cords were extended.